Event description:
It was reported that the customer had issues with her infusion sets and received a no delivery alarm on her insulin pump. The customer stated that she had high blood glucose levels all day and that she experienced nausea, frequent urination and dehydration as symptoms of her high blood glucose levels. The customer's blood glucose was 531 mg/dl. Troubleshooting could not be done because, the customer had resolved the alarm by an infusion set change. Advised customer to use an infusion set from another box and to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.